Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, wear abrasion, calcification white particles, cloudy color, deformation. A microscopic analysis was performed which identified: no other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Creases are observed but have no relationship with manufacturing. No were observed openings on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional additionally reported "any creases". Device has been explanted.